Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited atrial undersensing of the patient's supraventricular tachycardia (svt). The ventricle greater than atrium therapy discrimination criteria was programmed on for this patient. The atrial undersensing led to ventricular sense becoming greater than atrial sense, which caused the device to deliver inappropriate anti-tachycardia pacing (atp) and an isolated shock. The shock converted the rhythm. Technical services (ts) discussed reprogramming options. Additional information was requested from the field. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received from the field. The undersensing was caused by a sudden drop in an atrial sensed event signal amplitude, which led to the ventricle greater than atrium therapy discrimination criteria to override the decision to inhibit therapy. The right atrial sensitivity was adjusted to 0.15 mv, and the ventricular tachycardia (vt) detection duration was adjusted to 35 seconds. There were no patient symptoms associated with receiving atp.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited atrial undersensing of the patient's supraventricular tachycardia (svt). The ventricle greater than atrium therapy discrimination criteria was programmed on for this patient. The atrial undersensing led to ventricular sense becoming greater than atrial sense, which caused the device to deliver inappropriate anti-tachycardia pacing (atp) and an isolated shock. The shock converted the rhythm. Technical services (ts) discussed reprogramming options. Additional information was requested from the field. This ICD remains in service. No additional adverse patient effects were reported.